Manufacturer narrative:
(B)(4). Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a pacemaker exchange procedure the surgeon placed the original pacemaker, leads still connected, on the patient¿s chest and put an alcohol-based sterile compress in the patient¿s incision. The surgeon reported a brief flame over the surgical site, which the staff extinguished with water. The patient was assessed and the staff reported a 10x10 cm 2nd to 3rd degree burn near where the bag and alcohol-based sterile compress were located. The burn was treated with a sterile compress and dressing and the original pacemaker was put back into the patient. It is unknown if the plasmablade device was active when the flame occurred. In addition, the patient was connected to continuous oxygen (set to 2l/min).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.